Event description:
It was reported that asymptomatic patient was in hospital under monitored care post procedure and intermittent capture was noted on telemetry. The behavior was very intermittent. The lead was tested, and imaged to verify it was still in the original septal wall location. Pocket revision was performed and the lead was advanced a few centimeters to add slack and left in place. The patient showed no similar behavior under-testing or during a period of monitoring prior to the addition of the slack. Patient will be followed up normally.